Event description:
A hospital purchasing agent, acting as the reporter, reported that a footswitch lost function during a case and a system message was displayed. There was a delay during the troubleshooting process, but the procedure was completed without any harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).